Event description:
It was reported that the infusion set connector was leaking, the device displayed alert, and the patient¿s blood glucose was high at 400 mg/dl; the caregiver switched the patient to backup subcutaneous insulin via pen and planned to reconnect after two hours while standard troubleshooting and education were completed. Customer care provided support that included guided troubleshooting and caregiver education. Investigation of this case revealed a suspected infusion set connector leak contributing to inadequate insulin delivery and resultant hyperglycemia. Symptoms included hyperglycemia with polydipsia and vomiting. Outcomes included temporary interruption of pump therapy and use of an alternative insulin delivery method without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a probable use- or supply-related connector leak leading to under-delivery.